Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 05-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing detached from hub toleak between tubing and pump connector/hub - detachment /significant wetness, which requires additional activities not included in the original investigation dated 13- nov- 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the electronic quality management system on 05/mar/2026 against lot number: 5417129 and similar malfunction codes: tubing detached from hub leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) leak between tubing and pump connector/hub - detachment /significant wetness. The review confirmed that lot: 5417129 and the identified failure mode are not associated with any non-conformance report or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the eqms on against "lot number" criteria equal "5417129" and similar malfunction codes: tubing detached from hub leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) leak between tubing and pump connector/hub - detachment /significant wetness. The number of complaints is 1. The complaint number is: complaint "(B)(4)." Device history record review: the lot: 5417129 was manufactured according to work instruction version 73 and manufactured in the multivac 12, on 15/feb/2023 with a total of (B)(4) units. The sub-assembly: assembly lot 5417808 was manufactured according to the work instruction version 25 and assembled in the quickset line, on 15-feb-2023, with a total of 29,200 units. Lot: 5417809 was manufactured according to the work instruction version 25 and assembled in the quickset line, on 15-feb-2023, with a total of (B)(4) units. Gluing of tubing: assembly lot: 5417821 was manufactured according to the work instruction version 37 and assembled in the line04, 05, and 08, on 14-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 13-nov-2023 under child complaint investigation record (B)(6). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot: 5417129. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion tubing was detached from the tubing connector (p-cap) event on 12-oct-2023. The infusion set was used for one day. The insertion site was at abdomen. No further information available.